Event description:
Coil detached partly from pusher earlier than intended - representative [redacted] notified me and was in the case product was not delivered to me but is being replaced per rep. Manufacturer response for embolization coils, (brand not provided) (per site reporter).